Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues as it was charging the battery more frequently, patient also wanted a system upgrade, the battery pocket had also bothered her since the beginning, so it was moved more lateral. The patient is doing great post operatively. The device will not be return as it was retained by patient.